Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 360 mg/dl with nausea, confusion, difficulty waking up, extreme thirst, and rapid and deep breathing. It was reported the patient was hospitalized and treated with intravenous fluids and insulin via injection. It was reported the patient discontinued pump therapy and the pump's delivery settings were not recently altered. A time and date reset issue was alleged. This complaint is being reported because the reported health event was attributed to an alleged pump.

Manufacturer narrative:
Follow-up #1 date of submission 12/16/2015-product analysis: the device was returned and evaluated by product analysis on 12/03/2015 with the following findings: review of the pump¿s black box data revealed the time and date reset to default on (B)(6) 2015 at 23:36; deliveries resumed at 00:14 on (B)(6) 2015. A rebooting event occurred on (B)(6) 2015 at 02:40; deliveries resumed on (B)(6) 2015 at 15:01. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.